Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event and lost consciousness. The event happened on (B)(6) 2024 between 3:30pm - 8:00pm. The user initially reported that they ate cereal to treat a low and then also announced a "usual" sized meal. The cds reviewed the user's ilet log and the report showed the user's cgm glucose had dropped to 39 mg/dl. On (B)(6) 2024 a beta bionics customer care agent called and followed-up with the user about the event. The user reported at around 3:30pm they ate and gave a "usual" size meal announcement. At this time the user's cgm glucose was estimated to be in the low 100s mg/dl. At around 4:30pm the user reported they sat down on their chair and lost consciousness. The user did not wake up until 8:30pm with their cgm glucose back in range at around 100 mg/dl. When waking the user did not seek any additional assistance or treatment as their cgm glucose was back in range. The user reported they then went back to sleep.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-11 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 8:27pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs show a brief period of hyperglycemia after a lunch meal from 1:02pm to 2:26pm. As the glucose is trending downward, insulin dosing is suspended when the glucose is 193 mg/dl for 30 minutes due to an empty cartridge and then subsequent cartridge and infusion set change. After the cartridge changes the ilet resumes dosing for a 5-minute step before suspending again due to the downward glucose trend. Shortly after the glucose falling quickly alert is triggered at 2:57pm and is not acknowledged. At 3:27pm a "usual" size meal is announced. The cgm glucose reaches 72 mg/dl by 3:32pm triggering the low glucose alert, which is acknowledged. By 3:37pm the cgm glucose is 68 mg/dl and the hypoglycemic period lasts until 6:26pm with the lowest cgm glucose 39 mg/dl. Total time less than 54 mg/dl is 2 hours. The cgm glucose is back in range by 7:31pm. The ilet is shown to have alerted the user appropriately as well as suspended insulin in response to the cgm glucose dropping and throughout the low event. No evidence of device malfunctions were found in the engineering logs. The ilet appropriately triggered all low glucose alerts and was not seem making basal delivery requests for insulin throughout the low event (cgm glucose below 75mg/dl). The ilet did not resume basal delivery requests until after cgm glucose was at least 90mg/dl. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet reports and device logs it was determined that the ilet operated as intended. The assignable cause to this event is failure to treat the low glucose appropriately with rapid-acting carbohydrates as well as announcing for the low treatment which resulted in prolonged hypoglycemia. The user determined the ilet was not a good fit for them and is returning the device.